Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 274 mg/dl. Customer reported that the cause was due to incorrectly counting carbohydrates which lead to customer not delivering enough insulin. Customer addressed the elevated bg level by delivering a correction bolus. Customer became concerned that bg level would go low due to the correction bolus and disconnected from the pump. Bg level stabilized at 237 mg/dl and customer reconnected to the pump.